Event description:
Related manufacturer report number: 2017865-2024-35661. During an in-clinic follow-up, noise that lead to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Isometric testing was performed and the noise was reproducible. No intervention has been performed. The patient was stable and will continue to be monitored.